Manufacturer narrative:
(B)(4). Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #unk. Additional information requested: did the top jaw of the device separate from the device? Or was it the electrode separate from the device? Did the piece of the device fall into the patient? If yes: how was the piece of the device retrieved from the patient? How was the procedure completed? The lot# provided does not match the product code. Can you provide the correct lot ot batch # for the device reported?

Event description:
It was reported that during a gynecological procedure, the jaw was broken and split out of the jaw. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). New information received: did the top jaw of the device separate from the device? No, it did not separate. Was it the electrode separate from the device? No. It was not. Did the piece of the device fall into the patient? No, it did not fall. File no longer meets the criteria of a reportable event.